Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that suspicious vegetation was noted on the implantable cardioverter defibrillator. Ultrasound related it to groin abscess. The whole system was explanted on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.